Manufacturer narrative:
The device is available for eval; however, has not yet been received. Should the device be received, a follow-up report will be filed upon completion of the eval or if addition info becomes available.

Event description:
It was reported to baxter that a reservoir of a basal/bolus infusor ruptured during filling. The drug being filled is unk. There is no report of pt injury or medical intervention as this was found during filling. No additional info is available at this time.